Event description:
Spontaneous. Patient reported that one premix cassette in their last refill was faulty and they were not able to use it; no details provided. Faulty cassette lot number unknown. Pt mixed another cassette on their own to replace. No issues with pumps reported. No further information, details or dates available. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported (B)(6) by pt/caregiver.